Manufacturer narrative:
(B)(4). Method: the complaint (B)(6) flexitrunk infant nasal tubing was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Results: visual inspection of the returned complaint (B)(6) flexitrunk infant nasal tubing revealed that the tubing was damaged between the 4th and 5th spiral at the midline side. The film of the (B)(6) flexitrunk infant nasal tubing was wrinkled and torn. Conclusion: we are unable to determine the cause of the reported event. However, it is likely to have been caused by pulling of the nasal tubing. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A healthcare facility in australia reported via a fisher and paykel healthcare (f&p) field representative that the tubing of a (B)(6) flexitrunk infant nasal tubing was found to be slightly broken during patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). Fisher and paykel (f&p) are currently in the process of assessing the returned device. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in australia reported via a fisher and paykel healthcare (f&p) field representative that the tubing of a bc191 flexitrunk infant nasal tubing was found to be slightly broken during patient use. There was no patient consequence.